Event description:
It was reported that there was an error code 79 (non-recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1 °c.) In an arctic sun device. Per review of wo on 02mar2026, device was used on patient. No patient injury reported and no patient identifiers reported.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that there was an error code 79 (non-recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1 °c.) In an arctic sun device. Repairs related to the reported issue: the repairs for the reported event are currently unknown but will be updated if more information is provided. The reported issue was inconclusive. The root cause for the reported event could not be determined. The repairs for the reported event are currently unknown but will be updated if more information is provided. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error code 79 (non-recoverable system error. Primary and secondary outlet water temperature sensors differ by greater than 1 degree c.) In an arctic sun device. Per review of wo on 02mar2026, device was used on patient. No patient injury reported and no patient identifiers reported.